Event description:
The facility reported a colleague infusion pump which shut off in the middle of infusing. This event was identified during delivery in ambulance service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 3 of 5 on the homechoice. The home patient (hp) reported two supply bags leaked due to a loose connection to the lure lock disposable set. The hp was connected at the time of the alarm. The technical service representative (tsr) had the hp close all the clamps and transfer set and cycle power off and on. The tsr explained that the supplies would need to be discarded. Hp stated that he would sleep through the night and report the incident to his peritoneal dialysis (pd) nurse in the morning. Proper procedures were reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during use was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was most likely due to air being sucked into the set due to a loose supply bag connection. The label review found the labeling adequate for the potential use error in this complaint. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).